Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a foreign material; further reported as ¿a potential fingerprint inside the cassette and there was also a little hair¿. The patient reported that they did not want to use this cassette as they did not want to risk infection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon clarification, it was reported that seven (7) home choice cassettes had particulate matter. Five (5) actual samples were received, dry, unused and without pouches. A visual inspection with naked eye was performed and small variations in the sheeting finish were observed. The variations were acceptable and do not impact the quality of the devices. There were no ¿fingerprints" or "hair" observed inside or outside the cassette. The reported condition of "hair" or "fingerprints" was not verified on the returned samples. The remaining two (2) samples were not received; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.